Event description:
It was reported from the (B)(4) study that the left ventricular (lv) threshold was elevated due to dislodgement. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.